Event description:
It was reported that tip damage occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure where an acurate neo valve was implanted. No difficulties were encountered during insertion of the 14f isleeve introducer sheath or the acurate neo valve. Withdrawal of the acurate neo valve delivery system was uneventful; however, during removal of the 14f isleeve introducer sheath, the tip was observed to have pulled apart. No troubleshooting was needed. There were no patient consequences reported.